Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visual and microscopic examination of the mas revealed discoloration on surface of mas head and upper three threads of the bone screw. Pitting is identified primarily at the component interface points, at the base of the mas head where rod interfaces with the mas. Pitting is also noted on the outside surface of the head. The pitting is primarily seen at these construct interface points, when assembled, which would provide crevices which can promote in vivo corrosion. (B)(4). The location, and morphology of the returned implant is consistent with anticipated wear of the implant.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. Sometime post-op the patient underwent a revision surgery to remove the hardware due to corrosion and inflammation around two pedicle screws. No additional patient complications were reported.